Event description:
It was reported to pmqa by the tm on behalf of a surgeon that a patient implanted with strattice bps underwent an explant as the patient presented with drainage and fluid accumulation.

Manufacturer narrative:
This event is being reported as serious injury due to the reported drainage and fluid accumulation with surgical intervention. A review of the device history record for strattice lot sp200486 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined.

Manufacturer narrative:
The complaint related device was returned for gross evaluation, histology and pathological analysis. Gross examination found "an 18 x 8 x .1 cm wrinkled pliable white and gray flat tissue fragment. One surface contains multiple evenly spaced pore-like structures. There are also multiple .2 cm scattered full-thickness slits in the tissue. Representative sections are submitted for microscopic examination in 1 cassette." Microscopic analysis found "on h&e stain, dense, largely intact collagenous bundles are seen on cross-section of the flat tissue fragment, without inflammatory infiltrate or fibroblastic ingrowth. One focus of calcification is present. Focal fibrofatty tissue is seen at a few edges of the tissue. Special stain for vvg-elastin shows no residual elastin fibers. These would be more plentiful in native human dermis than in porcine dermis. B&b gram stain for bacteria is negative for organisms, as is gridley stain for yeast/fungi." A review of the device history record for strattice lot sp200486 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined.

Event description:
It was reported to pmqa by the tm on behalf of a surgeon that a patient implanted with strattice bps underwent an explant as the patient presented with drainage and fluid accumulation. The device was returned for analysis.

Manufacturer narrative:
The addendum to the pathology report reads: "a repeat microscopic evaluation of the gridley stain for yeast/fungi reveals branching fungal hyphae in very focal areas within the tissue, and within amorphous material adherent to the tissue edge. There is no tissue reaction or inflammatory infiltrate associated with these fungal hyphae: they may represent aspergillus or candida forms, and may represent a contaminant, as no tissue reaction is present." This additional information does not change the previously reported conclusions of our investigation.

Event description:
It was reported to pmqa by the tm on behalf of a surgeon that a patient implanted with strattice bps underwent an explant as the patient presented with drainage and fluid accumulation. The device was returned for analysis.